Event description:
Reporter stated that patient sought treatment, at hospital, due to thoracic pain and was subsequently diagnosed with a pulmonary embolism. At an unspecified time, on the same day, patient performed a capillary blood test on the coaguchek xs system and obtained a result of 2.4 inr. While at the hospital, a venous blood sample was obtained from the patient and, when tested on a laboratory instrument, the reported result was 1.9 inr. The time between the patient's home test and the laboratory test was not reported. Also, patient's therapeutic range was not provided. Although patient was reported to have received a chest CT- scan, at the hospital, neither the results of the scan, nor any other information regarding treatment received, was provided. Reporter stated that patient's current condition is unknown. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).